Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the right ventricular (rv) lead, poor data was noted. The lead was re-positioned however resistance was encountered and the lead could not be withdrawn. With effort the lead was explanted and upon inspection tissue was noted entangled in the lead and helix was distorted. The lead was attempted / not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead had high thresholds.